Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center and determined the cause of the reported failure to be an ic chip, designator u8.

Event description:
It was reported that the device logged an event code in the memory and displayed a flashing service wrench and the "call service" message indicating a critical failure. The device would not be available for use in the reported condition. There was no report of pt use associated with the event.